Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00917. It was reported that patient experienced thrombosis. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure while the rotaburr was inside the non bsc guide catheter and rotate using dynaglide, resistance was noted during delivery. Furthermore, thrombus was attached on the wire when it was removed. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the vial with the foreign matter was sent for testing to identify what the foreign material was. The test was completed and the results determined that the foreign matter in the vial was a proteinaceous material, which is consist to thrombosis. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00917. It was reported that patient experienced thrombosis. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure while the rotaburr was inside the non bsc guide catheter and rotate using dynaglide, resistance was noted during delivery. Furthermore, thrombus was attached on the wire when it was removed. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for evaluation. Returned product consisted of the rotablator rotalink plus device received with the rotawire for the related complaint and a vial with liquid and a fm (foreign material) in it. The rotawire was received inside the rotablator device. The advancer and burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, the burr, sheath, coil, and handshake connections were microscopically and visually examined. There was dried blood and saline on the rotawire, burr and coil. The annulus was damaged/not rounded. The rotawire was removed with no issues. The fm in the vial was examined and it appeared to be bloody tissue (thrombosis). The burr was measured with a calibrated snap gauge and the burr measured to be a 1.5 mm burr and was within specification. The guide catheter used in the procedure was not returned for product analysis. Review of the product specification indicates the rotablator burr size 1.5 mm is compatible with a guide catheter that has an inner diameter (ID) of 0.063¿, so functional testing was completed with a test 6f (0.071¿) guide catheter. The rotablator rotalink plus device was able to be inserted and advanced through the guidewire with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00917. It was reported that patient experienced thrombosis. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50 mm rotalink¿ plus and a rotawire were selected for use. During procedure while the rotaburr was inside the non bsc guide catheter and rotate using dynaglide, resistance was noted during delivery. Furthermore, thrombus was attached on the wire when it was removed. The procedure was completed with another of the same device. No further patient complications were reported.